Event description:
A peritoneal dialysis (pd) patient's daughter reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025 through (B)(6) 2025. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, mediation records, demographics) were unsuccessful.

Manufacturer narrative:
Upon further review of additional information received, it was determined the product associated with MFR report #: 8030665-2025-02867 was not suspect or at fault. Therefore, MDR with MFR report #: 8030665-2025-02867 will have no further updates.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. It should be noted that a lack of follow-up clinical information precluded a more in-depth investigation. Individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's daughter reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025 through (B)(6) 2025. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, mediation records, demographics) were unsuccessful.